Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the line between the blue side of the manifold and the venous line was damaged and fluid was leaking out from the point where the line joins the venous line. Per customer the problem with that area is that he could not attach a bung because wasn't a luer lock so he opened a cell-savers extra pack, and from the blue side of the manifold that usually attaches to the white connector, he attached this to one of the ports on the venous line. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on jan 9, 2019. Upon further investigation of the reported event, the following information is new and/or changed: g4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow up due to additional information). It was confirmed from the user facility that the product reported is not a tcvs manufactured product. The complaint investigation will not be performed by tcvs and an additional follow up will not be sent. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.